Event description:
The biomed customer called into technical support (ts) reporting that the device display is white. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer informed they have swapped another display from another unit and it does resolve the problem. The customer is reporting the touchscreen is still functional. The rse advised the customer the only display that can be ordered is the nec display. The customer has decided not to repair the device for the display screen at this time and advised to close the case. If further information is obtained, this complaint will be reopened.